Event description:
It was reported to baxter (B)(4) that an infusor lv 5 device was found to be leaking from the fill port. Therefore, the sterile fluid pathway was breached. This condition was discovered after the device was filled with saline. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of backflow from the filling port. The root cause was determined to be particulate matter trapped between the checkband and the stressmember. This device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.